Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident was 97 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was recurring during normal use. Additionally, the customer mentioned that yesterday after having to reprogram the insulin pump, the device had a black strip across the bottom of the display. The insulin pump also had an incorrect time this morning which caused the incorrect basal setting to activate; the customer's blood glucose increased to 354 mg/dl as a result. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump alarmed after battery change and resets time and date to factory default due to voltage leak. However, the insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.